Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter is reverting to the setup. The complaint was classified based on the customer care advocate (cca) documentation. The subject meter reverted into the setup mode on november 12, 2013. Within ten minutes of the onset of the issue, the patient was feeling dizzy and weak. The patient was able to take his usual diabetes medication to manage his diabetes. There was no report of any medical intervention to suggest a serious injury at the time of concern. The subject meter was being used for the first time. There was no misuse. The issue was not resolved with training. The lfs product was replaced and requested back for investigation. This complaint is being reported due to the alleged reverting to setup mode issue. There was no evidence of a serious injury.